Event description:
After 5 years of implantation, this pacemaker was explaced because it was reported as having non capture.

Event description:
After 5 years of implantation, this pacemaker was explanted because it was reported as having non capture.